Event description:
One 470cc mentor memorygel xtra breast implant was received by the mentor failure analysis lab on september 25, 2025, with no accompanying reportable information. On march 7, 2026, the product investigation determined that the breast prosthesis had two tears on the anterior view, measuring approximately both tears less than 0.1 cm. In addition, no other areas of gel exposure were found during the analysis. Air could have passed through the ruptures and generated the bubbles reported by the customer. This will be conservatively reported to FDA.

Manufacturer narrative:
D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During visual evaluation of the returned device, some bubbles were observed in the gel. Leak testing was performed, in accordance with mentor procedures, and it identified two tears (a and b) on the anterior view, measuring approximately both tears less than 0.1 cm. In addition, no other areas of gel exposure were found during the analysis. Air could have passed through the ruptures and generated the bubbles reported by the customer. As the authorization form for examination was not received, the product evaluation lab could not reach a conclusion regarding the specific nature of the ruptures. The evaluation was limited to non-destructive testing. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reached on the cause of the ruptures found, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).